Manufacturer narrative:
B5: additional information. H6: updated health impact codes and health effect codes. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Additionally, review of the submitted log files confirmed the low flow alarms; however, a specific cause for these events could not be determined through this evaluation. The controller event log file contained events from 14jun2024. Transient low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The heartmate 3 lvas IFU lists potential adverse events, including thromboembolism, renal dysfunction, and sepsis, that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism and infection as a potential late postimplant complication. The IFU also contains information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. This IFU provides information regarding anticoagulation, as well as suggested anticoagulation modifications. The IFU also addresses all pump parameters, and outlines situations that can result in low flow, including changes in patient condition. Additionally, the heartmate 3 IFU and patient handbook describe all advisory and hazard alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including thromboembolism, renal dysfunction, and sepsis, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism and infection as a potential late postimplant complication. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection. The IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional symptoms included feeling weak, lightheadedness, low blood pressure, and cardiogenic shock until placed on additional ECMO support. On (B)(6) 2024 the patient remained on vav ECMO and still had the large bilateral pulmonary emboli. It was noted that the patients had multiple periods of mcs support during this time, including rvad, ECMO support, and the heartmate 3. The patient remained on vav ECMO until it was discontinued on (B)(6) 2024.

Event description:
It was reported that an s3 alarm occurred in the operating room with 3.5 lpm flow. This patient was on centrimag right ventricular assist device (rvad) and protekduo. The patient was concurrent on a left ventricular assist device (lvad). After further investigation it was noted that the pump contained large amounts of thrombus. The circuit was exchanged for a cardiohelp hls, and the patient was re-cannulated for veno-arterial-venous extracorporeal membrane oxygenation (vav ECMO). It was noted the patient had a history of atrial and ventricular thrombus and obtaining therapeutic activated clotting time (act) during implant. On (B)(6) 2024 the patient had frequent low flow alarms. Log files were sent for review. The event log file captured low flow alarm events on (B)(6) 2024. There were also several momentary low flow events recorded, some of which were very brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The pumps clot burden was known by critical care and CT surgery providers, with no changes to the pump since the flows did not change and free hemoglobin was stable at 30. The patient had gone to the cardiovascular operating room (cvor) for an emergent (not emergent because of this issue) reconfiguration to vav ECMO. The patient presented with increased free hemoglobin 120 -980 and decreased right ventricular assist device (rvad) flow. The patients' rotations ER minute (rpms) were ordered for 1900, flowing around 1.8-2lpm. There was no loss of flow in documentation on 13jun2024 or several days before. The onset date for atrial/ventricular thrombus history was a few days. The free hemoglobin increase started the day before they went to the cvor, but the free hemoglobin was approx. 30, every day for several days. Changes to the patient's anticoagulation that may have contributed included suspected sepsis, worsening kidney failure, and increased lactic acid, the reasons why the patient had gone for reconfiguration to vav ECMO from hm3 and protek+centrimag rvad. There were no changes made to the pump parameters and no diagnostic testing used. No computed tomography scan images are available. It was noted that the s3 alarm was not noted by staff when they left the cvor, and the flows on the lvad were running around 3.5lpm, but the centrimag flow was 2lpm. The patient was successfully weaned from vav ECMO and remained on the hm3 lvad.